Event description:
This is the same event and the same pt reported under MDR is # 2939859-1999-00247. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 4 june 1999 (left forearm) and re-tested on 14 july 1999 (right forearm & left forehead). The results of both tests were negative. On 27 july 1999, the pt was treated with two formulations of the product for lip enhancement and in the upper lip rhytides one week post treatment on, 04 august 1999, at the treatment sites and the right forearm and left forehead test sites. There was no reaction at the first skin test site. As of 28 september 1999, the symptoms persist, worsening, sometimes causing tenderness and discomfort. The local symptoms were considered by the physician to be product related. The pt was treated with ibuprofen orally and advantion cream (methyl prednisolone) topically on 28 september 1999.